Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, a review of the pump history showed pump reboots occurred. The pump was returned with visible moisture in the display lens and corrosion in the battery compartment. The battery compartment was cracked extending from the threads to the case seal. The pump has audible and vibratory sounds but the display screen remained blank and did not go to the verify screen. The pump was not able to be exercised for 24 hour duration period due to a blank display screen. The keypad and audio bolus button functions could not be tested due to the blank display screen. A leak test was performed which revealed battery compartment leak. The pump cover was removed and moisture was found inside the pump.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that intermittent power was observed after moisture ingress. The pump began losing power on the day of the complaint after exposure to moisture. Liquid was also observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.